Manufacturer narrative:
H10: during device evaluation by the remote service engineer (rse), the customer advised that he replaced the battery and let unit charge over weekend and still getting the 1124 error. On the basis of information provided by customer, rse suspected issue with power management printed circuit board assembly (pm pcba) and customer confirmed part identification for pm pcba. The work order (wo) for onsite service was created and eventually cancelled. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 02/02/2021, 02/19/2021, 04/20/2021 and 09/12/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
It was reported to philips that the device had a battery failure alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm.